Manufacturer narrative:
An internal investigation was performed following a notification from a customer from the united states who obtained a potential contamination when using nuclisens easymag disposable (ref. (B)(4)) with emag (ref. (B)(4), serial number: (B)(6)). The complaint analysis did not reveal this issue as a systemic quality issue. Run report and logs provided by customer were analyzed and did not reveal any anomaly. The probable root cause could be an eluate contamination or a human error dispatching the sample. According to the above data, the performance of the nuclisens easymag disposable (ref. 280135) are conform to the expected specifications.

Event description:
On (B)(6) 2025, a customer from the united states notified biomérieux of obtaining a potential contamination when using nuclisens easymag disposable (ref. (B)(4) with emag (ref. (B)(4), serial number: (B)(6). On (B)(6) 2025, the customer performed the extraction of patient sample (plasma) on emag (serial number: (B)(6). The eluate was tested for bkv and the result was positive (130656 iu/ml = 5.08 log10). To be noted that this result is high (same level as the positive control of the run). Internal controls of extraction and amplification were compliant. On (B)(6) 2025, a second extraction was performed of the same patient sample and a new one. This time, both results were negative for bkv. Internal controls of extraction and amplification were compliant. The customer then reanalyzed the extracted eluate on (B)(6) 2025 and again obtained a positive result comparable to the original (119820 iu/ml = 5.12 log10). The extraction logs of emag for on (B)(6) 2025 was analyzed by biomérieux gcs and the runs were compliant. The order of samples in the run report, from vessel to output tubes was verified and are strictly identical. Due to this issue, the customer claimed a delay of a couple of days in the delivery of the results. There is no indication or report from the laboratory that the delayed result led to any adverse event related to patient's state of health. A biomérieux internal investigation will be initiated.